Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the dilator of the precision device broke at the hub. Additional information was received on june 5, 2018. The event occurred at the start of the cardiac catheterization, intra-operative after access was obtained. The sheath was inserted otw, when removing the wire and dilator, the dilator detached from the hub. No material was left in the patient. Access was not difficult to obtain. The sheath remained in patient to complete the procedure. There was no blood loss. The patient's condition following the procedure was reported to be at baseline, there was no change in patient's condition, and the procedure was completed successfully. There were no other devices used in place of the pinnacle precision sheath for access. Other devices used were wires and catheters to complete the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.